Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Survey results from an interventional cardiologist in practice 13 years. Physician has been using medtronic¿s nitrex guidewires since 2017, using a total of 20 in the last year. 10 of these were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires used for coronary vasculature procedures. 5 were 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter guidewires used during peripheral vasculature procedures. 5 were 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires were used in peripheral vasculature procedures. While using the 0.36 mm (0.014 in) and / or 0.46 mm (0.018 in) diameter nitrex guidewires during coronary vasculature procedures, the following complications were reported: embolization in a critical patient (2 patients), vessel perforation went through the right coronary (1 patients) while using the 0.36 mm (0.014 in), the 0.46 mm (0.018 in), 0.64 mm (0.025 in) and / or 0.89 mm (0.035 in) diameter nitrex guidewires during peripheral vasculature procedures: embolization as patient was in cardiogenic shock (6 patients). All embolization events reported for both coronary vasculature and peripheral vasculature procedures were deemed to be not related to the device at all.